Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported does not power up when set installed was confirmed during evaluation as an issue of door state recognition. Evaluation observed pump does not power on when door is opened using slide clamp. The cause was determined to be a failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on when the side clamp was installed during testing in the biomed service department. There was no patient involvement. No additional information is available.